Event description:
It was reported that the laparoscope, gynecologic had abnormal image. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dark image, front and rear light guide bundles were folded and broken, a component failure of the light guide bundle, a component failure of the outer tube, the light guide cover lens was severely chipped, component failure of the distal end cover glass. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the abnormal image, dark image and front and rear light guide bundles were found folded and broken due to component failure of the light guide bundle. In addition, light guide cover lens was severely chipped due to component failure of the distal end cover glass and component failure of the outer tube was also found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.